Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vticmo13.2 implantable collamer lens, -15.5/+1.0/087 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted and removed intra-operatively on (B)(6) 2020. Reportedly, there was no patient injury and an alternate lens was successfully implanted at a later date. The cause of the event is reported as unknown.